Event description:
The facility reported a colleague infusion pump with a failure code of 500:320:654. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 500:320:654 was confirmed by baxter personnel in the pump?s event history. The root cause was assigned to a key being pressed for greater than fifty seconds. No repairs were necessary for this condition. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.